Manufacturer narrative:
Analysis of the returned device identified: opening linear on anterior, delamination of the valve, creases fold and wear abrasion. Leak test and microscopic analysis was performed which identified: delamination total of the valve, striated opening on anterior, non-penetrating nicks and white particles in the shell. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool. A delamination total of the valve (adhesive failure).

Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., d.10., g.1., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.